Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. Helix will not extend or retract due to distal conductor distortion within the connector. The distal conductor is distorted due to over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead helix required too many rotations to extend and retract. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.